Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode with diaphragmatic stimulation. It was recommended to explant the cardiac resynchronization therapy pacemaker (crt-p); therefore, it has been explanted at a surgical intervention. No additional adverse patient effects were reported.